Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. The patient's hemi hip construct was revised to a total hip construct. Rep confirmed there are no allegations against any of the revised implants, provided the primary and revision usage sheets and x-rays, and confirmed that no further information will be available.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a securfit stem was reported. The event was confirmed based on the clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: undated received x-ray confirms periprosthetic fracture, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: clinician review confirmed the periprosthetic fracture. The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. The patient's hemi hip construct was revised to a total hip construct. Rep confirmed there are no allegations against any of the revised implants, provided the primary and revision usage sheets and x-rays, and confirmed that no further information will be available.